Event description:
Report of "rotor stall" with pt experiencing recurring periods of no therapy and increasing pain. Pt required increased oral medication. Pt's outcome was stated as "poor". A supplemental medwatch will be provided when additional information is received.